Event description:
It was reported that balloon was holding pressure prior to insertion. During insertion of the device, prior to unjacketing, blood was noted in the balloon. The devie was removed and balloon was noted to be compromised. Patient groin incision was closed and the case was aborted. Blood loss was reported.